Event description:
During the procedure, while advancing an orbit galaxy (640cf0925/15790291) in an unspecified prowler select plus (2 marker, catalog and lot unknown), the physician experienced severe resistance around the middle section of the microcatheter. Then, when he put additional force to push the coil, the delivery tube of the orbit galaxy was kinked. However, as he advanced it further, the delivery tube was damaged and separated in two pieces within the microcatheter. The report did not indicate where on the delivery tube the kink was located. Therefore both the entire orbit galaxy and the prowler select plus were safely removed as a unit from the patient. The procedure was continued using a new product (640cf0925, lot unknown) of the different lot and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on product by visual inspection. Also no damages were reported on the device after the event. The complaint product is going to be returned for evaluation. No additional information is available. The procedure was coil embolization of inferior gluteal artery that was mildly calcified and heavily tortuous.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15790291 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The product will be returned for analysis, but it has not been received to date. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: prowler select plus (2 marker, catalog and lot unknown); new coil (640cf0925, lot unknown).

Manufacturer narrative:
During a coil embolization of an interior gluteal artery with mild calcification and heavy tortuosity severe resistance was experienced while advancing an orbit galaxy (640cf0925/15790291) in the middle section of an unspecified prowler select plus (2 marker, catalog and lot unknown). When additional force was used to push the coil the delivery tube of the orbit galaxy kinked. As it was advanced further the delivery tube was damaged and separated in two pieces within the microcatheter. The procedure was continued using a new product (640cf0925, lot unknown) of the different lot and the same microcatheter. Afterwards, the procedure was successfully completed without any further issues. No patient injury/complications were reported. The product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends etc) was noted on product by visual inspection. Also no damages were reported on the device after the event. The complaint product is going to be returned for evaluation. No additional information is available. A non-sterile orbit galaxy tight distal loop complex fill coil 9 x 25 was received coiled inside of coil dispenser inside of a plastic bag. The hypotube was inspected and it was found broken at 35cm from the proximal end of hub, as well as found kinked at 34cm from hub. The introducer was not received for evaluation. The support coil and gripper were found without damage while the embolic coil was found stretched. The gripper, embolic coil, and hypotube were inspected under microscope and the following were found; the gripper was found without damage while the embolic coil was found stretched, and the edges of the broken section of the hypotube appear as it was kinked before it got broken. The od from the delivery tube was measured and was found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported resistance during insertion through the prowler select plus microcatheter could not be tested with returned of the orbit galaxy system due to the condition of the returned device. However, it is noted that the same microcatheter was used successfully with another orbit galaxy after the event. Based on the analysis it appears that the kinking and separation was due to application of excessive force which is supported by the report that continued force was used with attempt to advance against resistance prior to the kinking and separation. The instructions for use cautions never advance, withdraw, or torque the delivery tube against resistance without first determining the cause of resistance under fluoroscopy. Manipulation of the delivery tube against resistance can cause damage and/or premature detachment of the coil. If unusual friction is noted within the infusion catheter, remove the detachable coil system. No conclusion can be made regarding the cause of resistance; procedural handling addressed in the instructions for use contributed to kinking and separation of the delivery tube. Therefore, no corrective actions will be taken.